Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent to treat a calcified lesion with tortuosity but the stent could not pass the lesion and the delivery system was observed to be kinked on removal. The physician used another endeavor resolute stent to complete the procedure. The patient is good. No clinical sequelae were reported. The device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the device was returned with a poba protective sheath and stylette. The hypotube was kinked at 10.5cm and 47.5cm distal to the end of the strain relief. The distal tip was severely deformed. The first 15 proximal stent segments were intact; the remaining distal segments were deformed, stretched and pulled distally. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver the stent and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ calcified and tortuous vessel). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ calcified and tortuous vessel). Inherent risk of procedure ¿ (failure to deliver the stent and stent deformation). (B)(4).